Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. Customer was advised to insert the new aaa alkaline battery. Customer stated the display did not return. Customer was advised to remove battery for 10 minutes and after that insert a new battery. Customer was to call back if display does not come back.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact however, using a test battery cap; the insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had corroded battery tube, cracked belt clip slot at the battery tube threads area, cracked reservoir tube lip, cracked case at the display window corner and minor scratched lcd window.